Manufacturer narrative:
Distributor submitted the initial report of this case to the FDA on 11/24/08. They had received info about this from genzyme that, in turn, had notified the agency. After an internal review, this case was downgraded from serious to non serious based on the fact that one of the adverse events possibly associated with the use of hyalgan met any seriousness criteria. Sanofi-aventis sent an updated form to FDA on 12/1/08 (follow up no. 1). Fidia has included all the info available up to now and evaluations performed in the present 30-day report.